Event description:
Caller alleged discrepant results compared with doctor's inratio meter. Results as follows: date: ng, inratio: 2.1, doctor: 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.1, ref.: 3.2, mean: 2.65, confidence limits: 1.7 - 3.8, result: pass. End-user reported accuracy discrepant test results. Meter and strips in complaint were expected to be returned. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Follow-up communication on (B)(6) 2009, revealed comparison tests resulted in valid values. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. As of 09/22/2009, twenty one discrepant result complaints were reported for lot #080693 yielding a complaint rate of 0.027%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action needed at this time.